Manufacturer narrative:
Approximate age of device- 3 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported there was a pump stop due to the patient disconnecting both lvad power sources. The amount of time the lvad was off was unable to be determined, there was no reported adverse impact to the patient as a result of the pump stop. The manufacturer¿s technical services representative reviewed the submitted log file and observed a clock reset. All the data prior to the clock reset showed that the driveline was disconnected and the pump was not running. Once the driveline was connected the pump returned to operating at the set speed of 8600 rpm. Because the system controller's clock was reset, no information regarding time could be provided. Additional information was requested, but has not been provided.

Manufacturer narrative:
Additional information: manufactures investigation conclusion: the pump remains in use supporting the patient. Analysis of the log file provided by the account confirmed that the driveline was disconnected, causing the pump to be off for an unknown duration; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data of an unknown timestamp. The entire log file showed a timestamp of 01jan2001 1:00 am which appeared to have resulted from a complete loss of power to the system controller resulting in a reset. The file started with the power module connected to the controller. It appeared that before the driveline was connected, the pump was off and the duration that the pump was off could not be determined. It was observed that after the was connected, the pump started to operate above the low speed limit. Excluding the pump off event, the pump speed remained above the low speed limit and the power, estimated flow, and average pi typically ranged from 3.6 to 4.9 watts, 2.4 to 5.2 lpm and 1.8 to 5.6, respectively. The pump appeared to function as intended after the driveline was connected to the power module. It was reported that the patient disconnected both lvad power sources and that the power based unit had no timestamp to determine how long the vad was off due to a system reset. The hmii lvad instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. The IFU explain that disconnecting the driveline from the system controller will cause the pump to stop. The system controller must be reconnected as quickly as possible to resume pump function. The IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.